Event description:
Bilateral capsular contracture, baker grade unknown, left-side.

Manufacturer narrative:
Sientra complaint#: (B)(4). Sientra will not be able to perform an evaluation since the device was discarded by the customer. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text: device discarded.